Manufacturer narrative:
Additional information: details added to b5. Investigation results: the complaint of a damaged catheter was confirmed; however, the root cause could not be determined. One 20ga nexiva unit from lot #3320181 was provided for investigation. The sample exhibited evidence of use. The extension tubing was completely severed. The damage likely occurred during use; however, the root cause could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
Additional information from customer: there was no patient harm, injury, complication or negative outcome.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port tubing snapped apart. The following information was provided by the initial reporter: injuries or adverse event: no unit snapped apart during patient use. This occurred on friday 12th, on our nursing floor. Nurse was attempting to do an IV push and item tubing sheared apart. From what I have been told this was the second one to do this with in a week.